Event description:
It was reported that the patient was experiencing inadequate pain relief as well as shocking sensation in the back at times with movements and when the device was turned on. It was also reported that the patients lead was fractured. The patient will undergo a lead replacement procedure. Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18090804.

Event description:
It was reported that the patient was experiencing inadequate pain relief as well as shocking sensation in the back at times with movements and when the device was turned on. It was also reported that the patients lead was fractured. The patient will undergo a lead replacement procedure.